Manufacturer narrative:
(B)(4). The returned endotracheal tube was evaluated for the reported "cuff won't inflate" issue. The cuff was observed to have two small cuts during a visual inspection. An inflation/deflation test was then performed. 25cc's of air was applied to the cuff using a syringe. The cuff was observed to deflate after seconds. The reported event was confirmed. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode. Cuts of this magnitude at the time of manufacturing would have been detected during the inflate deflate test and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process.

Manufacturer narrative:
The taperguard tracheal tube is expected to be returned. However, it has not been received by the manufacturer for further failure analysis. The batch records for the reported lot number were reviewed for the "cuff won't inflate" issue. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of (B)(4). A deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A report was received stating a tracheostomy tube did not inflate. It was reported that the physician intubated the patient without performing the inflation/deflation test, prior to use. The physician stated that he removed the tube and found that it would not inflate. The tracheostomy tube was replaced with a similar device. There was no patient harm reported.